Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a robotic laparoscopic procedure, the endoscope's lens was infiltrated, resulting in a blurred field of vision on the image. There was no patient injury. No negative impact in state of health reported.